Event description:
On (B)(6) 2010, a monarc sling was implanted for stress urinary incontinence. It was reported that, "one week after surgery, I developed low-grade fevers that are still persisting one year later. I have had evaluations by multiple physicians in many different specialties, including several at. All tests have been normal and with no other disease process found and the fevers starting one week after the pelvic mesh was placed, I believe that the fevers must be related to this foreign substance in my body."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.